Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery. The customer blood glucose level was 285 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer performed the displacement test and test results was no reservoir detected and customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.